Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Clinical code: appropriate term / code not available (e2402) utilized to capture infections if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ad (B)(6) 2021: unfiled claim and the medical record received. After review of the medical records, the patient was revised to address right hip infection and severe metallosis with nonviable innominate bone, nonviable psoas hip adductors, and abductors, and status post osteomyelitis including fungal osteomyelitis. Operative note reported severe soft tissue and bone necrosis. On (B)(6) 2020, the patient underwent hip reduction due to dislocation, hip pain, and atrial fibrillation. The patient underwent a second revision on (B)(6) 2020, with the non-depuy product involved. Doi: (B)(6) 2020. Dor: (B)(6) 2020. Right hip (third revision). Please see (B)(4) that captured the first revision.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Review of the x-ray evidence found nothing indicative of a device nonconformance or a relation of the product with the reported event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H6 clinical code: appropriate term / code not available (e2402) is used to capture injury (e20). A concomitant product was identified to be a competitor product used in conjunction with the previously reported adverse event.

Event description:
The patient has sustained and will continue to sustain severe and debilitating injuries, economic loss, and other damages including, but not limited to, cost of medical care, rehabilitation, permanent instability and loss of balance, immobility, and pain and suffering. The patient has sustained and will continue to sustain severe physical injuries, severe emotional distress, mental anguish, physical disability, economic losses, and other damages, as set forth in this complaint. The patient was required to undergo surgical removal of the defective system, suffered significant injury to his muscle, bone, and tissue, suffered additional scar tissue formation, and now has a hip replacement with decreased longevity.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.